Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, both leads could not be placed in the distal part of the selected vein. The patient experienced phrenic nerve stimulation, and high threshold was noted. The leads were not used and a third lead was successfully implanted. No patient complications have been reported as a result of this event.